Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted when the door was opened. Prior to testing, the device was brought to the biomed dept from a clinical unit with a report of a depleted battery. No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested no add'l info was provided.

Manufacturer narrative:
The device was received investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.